Manufacturer narrative:
H3 and h6 : updated - additional information was able to be provided by the field service engineer (fse) from sms medipool on the actions taken to resolve this issue. Per the fse, the philips information center ix (pic ix) logs were analyzed, and every second day (07feb2020, 09feb2020, and 11feb2020) at 13:01:34 you can see a time change entry. It could be that the time server service is causing this error. The fse went onsite to correct the issue. There was no product malfunction. Based on the provided information, this was a configuration issue. The issue was related to the windows network time protocol (ntp) client settings. The issue was resolved by changing the windows ntp client settings, and restarting the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an unspecified power and/or connectivity issue on (B)(6) 2020 resulted in data not being received at the central station. The customer noted that this occurred at the same time a patient experienced an asystole event.

Manufacturer narrative:
A philips response center engineer (rce) and complaint investigator made multiple attempts to obtain further information on this case. At this time, it is unclear if the issue was due to a power outage, or a network connectivity issue; no further information has been received. Due to the lack of information, philips cannot rule out a malfunction. The cause of the reported issue was not determined. Should additional information be provided, this case will be reopened for further investigation.